Event description:
It was reported that the patient fell (B)(6), and the day after she had a bladder infection. Following the fall the patient experienced a loss of therapeutic effect. The patient tried different programs to adjust stimulation and scheduled for an appointment with their health care provider to address the issue. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer model 3037, (B)(4), lead model 3889-28, lot# v121977, implanted: (B)(6) 2008 explanted: na.